Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of device wear. The edges of the shim are heavily worn and chipped with material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Worn instruments identified by sterilisation, did not occur during surgery. Instruments tagged as damaged and being returned to wa operations via courier. This is a consignment set, set number tray serial/batch number is unknown.